Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained lioresal with a concentration of ¿2000 micrograms¿ at a starting dose of 1000 mcg/day. It was reported the patient experienced baclofen withdrawal because of a premature motor stall of the pump. The pump was interrogated by a nurse practitioner, and they saw the alarm. The patient had their pump replaced on (B)(6) 2017. The pump was going to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The pump stopped approximately 7 months prior to early replacement indicator (eri). The patient status at the time of the report was alive; no injury. No further patient complications were reported.

Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of lioresal in minimum rate infusion mode, with a dose of 12.1 mcg/day. Evaluation of implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the lab. Analysis also identified residue in the motor gear train and wearing on the upper shaft of the rotor magnet. If information is provided in the future, a supplemental report will be issued.